Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. On (B)(6) 2014, a (B)(6) male patient contacted zoll customer support to report that the patient's garment was a little tight and when he took it off, it pulled off some skin and left him with two wounds. The patient continued to wear the lifevest. There was no further follow-up information on the condition of the irritated area.

Manufacturer narrative:
Device evaluation summary - biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.